Event description:
Peritoneal dialysis (pd) pt at home noticed leak of dialysate fluid from transfer set tubing at twist clamp around threading. Nurse couldn't see leak upon examination in unit. Leak created an open contamination of pt's abdomen. Pt came to dialysis center for treatment. Transfer set changed. Antibiotics given, culture done of peritoneal dialysate fluid.